Event description:
It was reported that during a percutaneous coronary interventions (pci) procedure, stent dislodgement occurred. The lesion being treated was located in the severely calcified and tortuous mid to distal right coronary artery (rca). The physician implanted a liberte bare metal stent (unknown size) in the proximal rca. Then, the physician attempted to deliver a 3.00x12mm liberte bare metal stent to the distal rca, but due to the calcification and tortuousity of the lesion, it was very difficult to cross the lesion. The 3.00x12mm liberte stent "rubbed" on the previously implanted stent in the rca, and the stent was dislodged off of the balloon. The physician decided that the dislodged stent was better deployed there. The stent was fully deployed in the proximal to mid rca. The procedure was completed without stenting the distal rca. The patient condition is listed as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.